Event description:
It was reported by the engineer that there was a cross contamination from sample to sample. They believe the two l was are the source of the carry-over. Is this instrument used for clinical testing? Yes. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: it was reported by the engineer that there was a cross contamination from sample to sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the engineer that there was a cross contamination from sample to sample. They believe the two lwas are the source of the carry-over. Is this instrument used for clinical testing? Yes. There was no report of patient impact. The following information was provided by the initial reporter.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). Problem statement: customer reported complaint regarding carryover. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 21jul2021 to 21jul2022. Complaint trend: there are 12 complaints related to the issue of carryover. Date range from 21jul2021 to 21jul2022. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was faulty cell wash assembly. The customer reported an issue regarding cross contamination from sample to sample. The initial work performed by the field service engineer (fse) included replacing the cell wash mechanism and the inline restrictor. This lowered the contamination but did not resolve the issue. Hence, in an attempt to resolve the issue, the fse proceeded to perform more repair activities and testing including ¿ replacing the components associated with rinse/waste evacuation including the cell wash assembly, valve stack assembly, cleanse pump, waste pump and the controller a module pcb. Calibrations and tests were performed. Replacing the cell wash with repaired cell wash showed improvements but it was still not within specifications. Hence, the cell wash assembly was replaced again with ¿new¿ and not ¿repaired¿ cell wash assembly. The fse completed a cleaning panel to ensure cleanliness of the new part. The repaired cell wash assembly was sent to the repair center for investigation. Details about the investigation and work performed can be found in case no. 01748271. After the series of works performed, the instrument was tested and was performing to specifications. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-00 rev. 1/vers. A, page 101. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4); case # (B)(4). Install date: 13may2021. Defective part number: 64861719 - assy cell wash mechanism blue repaired. 342619 - fitting filtrd-43um restrctr 1/16id tube. 346340 - pump liquid 1/8 barb. 64845019 - assy valve stack blue repaired. 64861717 - assembly cell wash mechanism svc blue. 64937429 - assy module crtler a repaired. Work order notes: subject: cross contamination from sample to sample. Description: cross contamination from sample to sample. (B)(4): work performed: replaced the cell wash mechanism and inline restrictor. Completed testing of the system in accordance with the applicable bd manual. Cause: the spindle was not being rinsed sufficiently. Solution: replacement of the cell wash lower the contamination level but did not resolve the issue. More testing and repairs were completed on (B)(4). (B)(4). Case comments: 7/29/2022 8:02 am all components associated with the rinse and or waste evacuation were replaced. This includes the cell wash assembly, valve stack assembly including the pcb , the cleanse pump and waste pump and the controller a module pcb. The standard calibrations were performed. The accuracy and precision were performed and passed. The power supply voltage was verified at 28vdc. The tanks were decontaminated with 10% bleach and the 10% bleach concentration was run through all of the fluidics during the reliability test procedure and left for 20 minutes before rinsing all containers and refilling with di water and performing the reliability tests with 40 tubes to fully flush all residual bleach solution out. The tanks were refilled with all appropriate reagents for the applications team to perform carryover testing. There were marked improvements in the reduction of carryover cells but still greater than .005% or 50ppm. The final step is to verify whether or not the direction of the orifice filter/restrictor has any impact on the squirt volume or velocity and whether this has any marked impact on the carryover results. It was noted during service that the arrow points in the direction of flow towards the flowcell. In the service manual the picture shows the arrow going in the opposite direction but also states in text that the arrow should face away from the valve stack assembly. This may be interpreted different ways causing confusion. Testing will be done to measure the volume and check carryover after reversing the restrictors by (B)(6) on 7-29-22. 9/7/2022 8:54 am carryover test will be repeated after cell wash assembly replacement (with new one, not repaired). 9/8/2022 6:37 am after installing two repaired cell wash assemblies with no success, a new, not repaired cell wash assembly was installed on 9/7. (B)(6) then reran the lwa carryover protocol and the instrument passed. We will be returning the previously installed repaired cell wash assemblies to san jose for evaluation. 9/13/2022 7:54 am follow confirmation from the customer on (B)(6) 2022, the instrument passes bd specifications for carryover and will be left to the customer to report any concerns from their own carryover testing. So far on 9-13 the customer has not raised any complaint from carryover on the recently repaired instruments using the new cell wash assemblies. 9/21/2022 9:44 am (B)(6) spoke with the lab manager who had no further issues to report. As far as they know so far they are pleased with the improvements. The repaired problem cell wash assemblies were returned to sj 9/27/2022 11:31 am no further complaints from the customer. 11/21/2022 7:31 pm instruments have been repaired with new cell wash assemblies, user hasn¿t complained carryover for 2 months. (B)(4). Work performed: all components associated with the rinse and or waste evacuation were replaced. This includes the cell wash assembly, valve stack assembly including the pcb , the cleanse pump and waste pump and the controller a module pcb. The standard calibrations were performed. The accuracy and precision were performed and passed. The power supply voltage was verified at 28vdc. The tanks were decontaminated with 10% bleach and the 10% bleach concentration was run through all of the fluidics during the reliability test procedure and left for 20 minutes before rinsing all containers and refilling with di water and performing the reliability tests with 40 tubes to fully flush all residual bleach solution out. The tanks were refilled with all appropriate reagents for the applications team to perform carryover testing. There were marked improvements in the reduction of carryover cells but still greater than .005% or 50ppm. The final step is to verify whether or not the direction of the orifice filter/restrictor has any impact on the squirt volume or velocity and whether this has any marked impact on the carryover results. It was noted during service that the arrow points in the direction of flow towards the flowcell. In the service manual the picture shows the arrow going in the opposite direction but also states in text that the arrow should face away from the valve stack assembly. This may be interpreted different ways causing confusion. Testing will be done to measure the volume and check carryover after reversing the restrictors by william braddy and ashley carter on 7-29-22. Cell wash assemblies were replaced on 9-8-22 with new parts, not repaired cell wash assemblies and the testing was again carried out by steve conklin with tas and the instrument passed bd carryover protocol and is performing to specs. Cause: repaired cell wash assemblies attributing to carryover. Solution: performing to specs. (B)(4). Work performed: replaced the cell wash with a new cell wash. Completed testing of the system. Completed a cleaning panel to ensure cleanliness of the new part. Cause: the cell wash required replacement. Solution: replacement of the cell wash resolves this wo for closure. Returned sample evaluation: the repaired cell wash (pn 64861719) was sent for investigation to the repair center and had vacuum leakage and geometry/collision issues. Risk analysis: risk management file part # 10000597659, rev. 03/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified: yes or no. ID: 3.1.1. Hazard: carryover. Cause: dirty spindle. Harmful effects: inaccurate results. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Root cause: based on the investigation, the root cause of the carryover was faulty cell wash assembly. Conclusion: based on the investigation, the root cause of the carryover was faulty cell wash assembly. After a series of replacements, including replacing the cell wash assembly with a new cell wash, the instrument was tested and was performing to specifications. No one was harmed or injured, and no patients were harmed from any potential erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.